Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Lot history was reviewed and no anomalies were noted.

Event description:
An event involving a primary plum set was reported that found black specks in the wall of the drip chamber. There was no patient involvement and no harm/adverse event reported.